Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Before the device could be explanted and replaced, the patient passed away. The physician questioned premature battery depletion or oversensed signals causing pacing inhibition due to the unipolar sensing in safety mode. The patient was noted to be pacemaker dependent. Analysis of the most recent device data in the remote monitoring system determined the battery was depleting normally, with stable power consumption and voltage observed. As the device had reverted to safety mode, no episodes were able to be stored leading up to the patient's death. It was recommended to explant the device and return it for laboratory analysis; however, it was not known yet if the physician would want to retrieve the device. Additional information was received. The device was not explanted post-mortem and will not be returned. No autopsy was performed, and the official cause of death and date of death are unknown. At this time, the physicians have not determined if the patient's death was or was not related to the device reverting to the unipolar pacing/sensing configuration of safety mode. Upon further discussion with the physician, it was reported that the patient involved lived in a remote area, a few hours away from the hospital. The hospital attempted to reach the patient after the safety mode alert was observed in the remote monitoring system. When trying for a third time, it was observed that the patient's digital medical record showed the patient had recently passed away. The death was reported by medical staff not affiliated with the hospital, and it was noted the patient did not present to the hospital at any time after the safety mode alert had occurred. The hospital was not able to request an autopsy for this patient, to determine the official cause of death, as they were not made aware of the death in time to make the request.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Before the device could be explanted and replaced, the patient passed away. The physician questioned premature battery depletion or oversensed signals causing pacing inhibition due to the unipolar sensing in safety mode. The patient was noted to be pacemaker dependent. Analysis of the most recent device data in the remote monitoring system determined the battery was depleting normally, with stable power consumption and voltage observed. As the device had reverted to safety mode, no episodes were able to be stored leading up to the patient's death. It was recommended to explant the device and return it for laboratory analysis; however, it was not known yet if the physician would want to retrieve the device. Additional information was received. The device was not explanted post-mortem and will not be returned. No autopsy was performed, and the official cause of death and date of death are unknown. At this time, the physicians have not determined if the patient's death was or was not related to the device reverting to the unipolar pacing/sensing configuration of safety mode.